Event description:
Removal difficulty. (B) (4).

Manufacturer narrative:
This product does not have a 510 (k) number. (B) (4). An analogous product sold in the us has 510 (k) number k080865. The device was not being used on a patient under emergency conditions. It was being used on a volunteer. It was reported to pyng medical corp. That user error likely caused this incident.